Event description:
The chemosite infusion port was inserted in 2002. The patient was seen in the oncology clinic the next day. The port was flushed and had good blood return, however, was positional during the chemo infusion. Seven days later the patient was seen in the oncology clinic for fever. When the rn's in the clinic attempted to flush the port, the saline infiltrated the surrounding tissue and there was no blood return. A linogram done later that day revealed that the catheter had broken and a piece had floated into the heart. The patient was sent to radiology to have the line removed, however, they were unable to remove it completely. The patient was taken to the o.r. And the catheter piece was removed femorally. Aside from some post operative bleeding and a fever (related to a neutropenial) the patient is stable.